Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-058 poor tech-inaccurate reference. User had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Correction h1: changed brand name from true metrix to true metrix air.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 160, 195, 234 and 277mg/dl. The expected non-fasting blood glucose test result range is 145mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification (in the living room). During the call a back to back blood test was performed by the customer using the meter and the result was 106mg/dl non-fasting. The test strip lot manufacturer¿s expiration date is 10/14/2021 and open vial date is three months ago. The meter memory was reviewed for previous test result history. (B)(6).